Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer removed and replaced the board to resolve the issue. The report was filed based on the allegation in case (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the main drawer 3 not detected on bus causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.